Event description:
A presentation of the note worthy radiographic observations of patients treated with synthes nflex implants reported that there was a suspected unknown quantity of screw loosening for patient ID (B)(6) at the s1 location. The 6 month post op x-ray image shows that s1 is stabilized and motion between l5 and s1 is observed. There is also apparent toggling of the s1 screws within the bone. At the l3-4 treated level, there appears to be little or no motion. The construct appears to be acting like a 3-level fusion. It was further observed at 6 months that l5 is stabilized. At the l3-4 treated level, there appears to be little or no motion. However, modest motion exists at the superior adjacent, l2-3, level. This MDR is one of two for this complaint. Both reports are for an unk screw. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.